Event description:
It was reported that a malfunction alarm occurred with a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Although the customer initially lacked charging supplies, technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and call back if the issue returned. The customer understood and acknowledged the instructions.